Event description:
It was reported in retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents that following a biliary stenting treatment procedure impaction, tissue overgrown, ingrowth and hyperplasia occurred. An rx ws permalume 10 x 40 mm had been advanced to treat a benign stricture in the distal common bile duct. The stent was implanted without complications. At an unspecified time following stent implantation, the pt reported pain. At 2 years following implant, due to impaction, tissue ingrowth and overgrowth, the stent was removed. The tissue ingrowth was noted to be "serious, mild and definitely related to the device". The stent was removed utilizing balloon dilation and rat tooth forceps. Hyperplasia was discovered. Following the removal of the stent, the physician performed a balloon sweep extraction of stones with an unspecified balloon catheter. The pt outcome is unk.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.